Event description:
The reporter called and said he went to a regularly scheduled dr's appointment. His device result was 396mg/dl compared to the dr's meter of 115mg/dl. He was not treated. The device was replaced and requested to be returned for eval.